Event description:
Reporter alleged discrepant results between the blood glucose monitoring system and a valid "stat" lab. Reporter stated meter read 367 mg/dl at 7:49 am and then 208 mg/dl on a back to back test at 7:52 am. Reporter stated a lab measured 99 mg/dl which was performed within 1/2 hour of the retest. Reporter did not provide treatment information for the patient in the alleged incident; however when the manufacturer's customer service center contacted the reporter, it was determined the patient had conditions unrelated to diabetes and was released from the hospital. Reporter indicated controls were within range and a request was made for the return of the suspect device and replacement product was sent.